Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify any similar incident. Based on the available information and without the complaint device to analyze, a definite cause for the reported single leaflet device attachment/slda and the unintended movement of the delivery catheter (dc) handle cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report unintended movement, single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted prolapsed anterior leaflet. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve and the clip was deployed; however, there was unintended movement with the dc handle. Then it was observed that the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.